Event description:
It was reported that the display screen was frozen on the home screen, the buttons would not respond to presses, and a family member was unable to program a bolus. She rebooted the pump and was able to confirm the info on the verification screen with button presses but could not move to a new screen. She reported that the keypad appeared intact, the buttons spring back as normal, the pt wears the pump in a pocket and does not expose the pump to moisture.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.